Event description:
Plaintiff alleges latex poisoning including, without limitation, as asthma-like reaction. Plaintiff's husband alleges that due to plaintiff's alleged latex poisoning, has been deprived of love, services, advice, companionship and consortium of his wife.